Manufacturer narrative:
The lab has implemented a repeat protocol on all troponin I results that recover at an "unexpected level". System check data was not supplied by customer. Service was not dispatched for this event as customer stated that specimen handling had caused the erroneous results. User error has been determined to be the root cause of the event.

Event description:
A customer reported to beckman coulter inc. (Bci) that the access 2 immunoassay analyzer generated false positive troponin (accutni) results. The erroneous result was reported out side the laboratory. Repeat testing on the same instrument generated a "normal" result. It is unknown how many results have been found erroneous by the customer. The customer was unable to supply the information. The customer did not state if there were any instances of death, injury, serious medical deterioration, or inappropriate medical treatment due to event.